Event description:
It was reported that the surgeon used a scalpel to cut out the material and prepare the hole for the pump. There was no delay in surgery.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife could not confirm the reported event of the knife not being sufficiently sharp. A specific cause for the reported event could not be conclusively determined through this evaluation. The coring knife, serial number (B)(6), and the coring knife handle were returned without the protective blade cap present. The coring knife appeared clean and polished. Initial visual inspection of the blade did not reveal any obvious damage or irregularities. Microscopic inspection of the coring knife was performed and small areas of rust were observed on the knife and blade edge, consistent with fluid contact during the patient's implant surgery. Further microscopic inspection of the blade edge revealed no major imperfections. A cut test was performed with the returned coring knife and a silicone material. The knife was able to cut through this material without issue and functioned as intended. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during the implant procedure, the surgeon tried to core the apex, but the coring knife was not sharp enough and required more force than usual to cut the tissue.